Event description:
It was reported that an ilet pump displayed alert 38 indicating a consecutive motor stall that persisted after priming and rewinding, and insulin delivery and meal announcements were not reliable. Symptoms included potential interruption of insulin delivery without reported adverse clinical effects. Outcomes included user interruption of pump therapy and transition to backup therapy. Investigation included technical troubleshooting, user education, and review of device performance logs. Investigation of this case revealed a motor stall consistent with an internal drive mechanism malfunction that did not resolve with standard recovery steps. It was concluded that the device experienced a hardware failure of the motor/drive system resulting in halted insulin delivery and necessitating replacement.